Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements, poor sensing and poor capture. The lead was subsequently surgically capped and replaced. No additional adverse patient effects were reported.